Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos showed a loose 3ml syringe with customer¿s needle attached. The syringe was observed to have a crack in its barrel wall running lengthwise between approximately 1-1/2ml marking and the zero line. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0065937 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: while drawing up saline for reconstitution of pfizer covid vaccine the syringe began dripping and squirting from the barrel. I discarded the saline and saved the syringe. I did not use the syringe and needle to draw up and used another one instead.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: while drawing up saline for reconstitution of (B)(6) covid vaccine the syringe began dripping and squirting from the barrel. I discarded the saline and saved the syringe. I did not use the syringe and needle to draw up and used another one instead.